Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the insulin pump shut down and the customer was unable to get it back on. He changed the battery and received a failed battery test. The insulin pump also alarmed unexpected restart and the keypad was unresponsive. The customer's blood glucose level dropped to 43 mg/dl. The display returned after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.